Event description:
A 24mm amplatzer cardiac plug (acp) was implanted using a 13f amplatzer torque 45 x 45 delivery system sheath; however, within 24 hours a pericardial effusion was observed. The physician was uncertain about which product caused the perforation. Initially, the effusion was minimal so pericardiocentesis was not performed. A few hours later, the patient's condition deteriorated, the patient received medical intervention and was transferred to the ICU. The effusion was still minimal so no puncture was performed. A few hours later, the patient required additional intervention, the effusion was observed to have grown in size and tamponade developed so pericardiocentesis was performed. Shortly thereafter, the patient expired.

Event description:
A 24mm amplatzer cardiac plug (acp) was implanted; however, within 24 hours a pericardial effusion was observed and was suspected to have been caused by the guide wire or 13f amplatzer torqvue 45 x 45 delivery system sheath. Initially, the effusion was minimal so pericardiocentesis was not performed. A few hours later, the patient's condition deteriorated, the patient had to be reanimated and was transferred to the ICU. The effusion was still minimal so no puncture was performed. A few hours later, the patient required reanimation again, the effusion was observed to have grown in size and tamponade developed so pericardiocentesis was performed. Shortly thereafter, the patient expired.

Manufacturer narrative:
No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.